Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, device interrogation revealed that the left ventricular lead was deactivated in 2011 due to loss of capture. The physician decided to cap the lead during the procedure. The patient was stable before, during, and after the procedure.